Manufacturer narrative:
(B)(4).

Event description:
Further information was received indicating that the faulted diagnostic test occurred on (B)(6) 2016, which was the date that the patient had generator replacement surgery and experienced asystole due to the change in output current to 1.0ma. The intraoperative asystole was reported in MFR. Report # 1644487-2016-00833.

Manufacturer narrative:
.

Event description:
It was discovered that a patient's device was programmed to settings that indicated a faulted diagnostic test (output current = 1.0ma, off time = 60sec). The patient was most recently seen by his physician in (B)(6) 2015, and the settings that the physician recorded were not the same as what was seen on (B)(6) 2016. The physician thought that he had performed a final interrogation during the appointment, and he did not know if he performed diagnostics. The physician refused to provide programming data, so it could not be determined if that appointment was when the settings were inadvertently changed.